Manufacturer narrative:
The pump has been returned to animas and evaluated on 13-aug-2018 with the following findings: the pump¿s display was blank when it powered on. There was an eeprom failure found with the pump. Unrelated to the initial allegation, the battery compartment was cracked.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the display screen was blank. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no allegation of an adverse event associated with this complaint.